Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 25) occurred with multiple cartridges. The customer's blood glucose level was 399 mg/dl for the past alarms and 600 mg/dl for the most recent alarm with medium/moderate ketones and it was addressed with an injection. Reportedly, the customer had a hemorrhage in their eye and experienced erratic blood pressure. The customer reverted to manual injections. It was confirmed that the customer had a backup method of insulin delivery available.